Event description:
A nurse reported during a vitrectomy procedure on right eye of forty-five-year-old female patient an ophthalmic scissors did not open. Surgery was completed with no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample received with inner blister, outer blister and cover foil showing the lot information. The sample shows no macroscopic signs of damage. The sample shows signs of surgery residues and is returned in a opened status. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The sample was functionally tested. It was revealed that it met the manufacturer's specifications and performed cutting tasks as expected. The customers complaint is not confirmed. A root cause for the customers reported event could not be determined because the returned product met manufacturer¿s specifications; it is not likely that a product malfunction could have contributed to the reported event. No action was taken as the returned sample met specifications for tests performed in relation to the reported event. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).